Event description:
Attorney reported: in 2006 - patient had a ventral incisional hernia repaired. A bard ventralex hernia patch was implanted at this time. The patient began suffering abdominal pain over the next few months which increased in intensity the longer the defective ventralex patch was implanted. In 2007 - the patient underwent a second surgery and the ventralex hernia patch was removed and replaced with a vicryl suture.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.